Event description:
The customer reported the bipolar pedal had a short circuit causing the permanent activation. The customer also indicated the device stopped working. No injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident device has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.